Manufacturer narrative:
The returned device was evaluated. The device did not turn on via ac power or battery. Analysis was run on the device's system board using an external power supply. During this evaluation the device was able to measure spo2 and pulse rate within specifications. The ac inlet module is broken off the system board, which caused the device not to power on. The customer's complaint was not duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported inaccurate readings. No impact or consequences to patient were reported.